Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2015 with blood glucose of 993 mg/dl. The customer was in the ICU for 2 days and was treated with IV drip. The customer was wearing the insulin pump during the hospitalization. The customer reported the drive support cap to appear flushed. The insulin pump will be returned for analysis.